Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device ((B)(4)) was analyzed and revealed varying low impedances on the ventricular lead ((B)(4)).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that pauses were seen on the transtelephonic monitoring. It was uncertain whether it was caused by the device or lead. There were several low impedance paces. The device and lead remain in use with continued monitoring. No patient complications have been reported as a result of this event.